Manufacturer narrative:
No devices or photos were received, therefore the condition of the components is unknown. DHR review found no anomalies or deviations associated with the alleged event. This device has been in vivo for approximately 3 years, 3 months at the time of revision. This device is used for treatment. Complaint history review returned no other complaints for this part and lot number combination. Primary surgical notes, dated (B)(6) 2011, stated that the tha was for avascular necrosis with both femoral head and acetabular involvement. It was noted that the superior portion of the femoral head was completely worn out. The superior third of the acetabulum was found to be abnormal anatomy due to the edge loading and superolateral migration and wear. This was corrected with an autograft reconstruction. Two synthes screws were used to hold the autograft in place. The final tha was found to be stable. Revision surgical notes, dated (B)(6) 2014, stated that the revision was for dislocation. There was a noted dislocation with a loose acetabular component and failed hardware. A broken synthes screw was removed from the previous autograft. The liner, screws and shell had been removed. There was noted to be metallosis and cystic changes present in the superior aspect of the dome. No further details where notable from the remaining notes. With the information provided, a definitive root cause for the loose shell, dislocation, and metallosis cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to loosening, broken screws, metallosis, and cystic changes to the superior aspect of the dome.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.